Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had experienced urinary tract infection, but they were unsure if it was caused by purewick female external catheter or not. Patient had been using products for less than 90 days. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.

Event description:
It was reported that the patient had experienced urinary tract infection, but they were unsure if it was caused by purewick female external catheter or not. Patient had been using products for less than 90 days. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.

Manufacturer narrative:
The reported event is inconclusive. No sample was returned for evaluation. A potential root cause could be due to "inadequate material selection - materials of construction are not biocompatible". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " discontinue use if an allergic reaction occurs. " " replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.